Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing luer lock area was leaking. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection revealed no anomalies. Functional testing was performed and no leaks were detected in the device; no problem was found and the complaint could not be confirmed. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on (B)(6). 2022 and attached by ICU medical in complaint: credit note request, no patients data is shared. Event resolved.